Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Neck segment of broach damaged. Unable to trial as neck segment would not attach. Trialed with a broach size smaller. Operation continued as planned. There was a three minute surgical delay.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. What do you mean by damage? Is it broken, bent, stripped, or cracked?-to the surgeon and myself it appeared bent.b. Can you please provide the lot number for the reported event? ?-(10)so2034193

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device.